Event description:
A male patient underwent evar on (B)(6) 2013. The lunderquist wire was inserted without difficulty through the right femoral and up to the aortic arch. Device was prepped without difficulty and orientated correctly. Device was then inserted through the patient's right femoral artery over the lunderquist wire without difficulty, once the device was positioned correctly and deployed to the contralateral limb. The proximal safety wire was removed with ease, pin vise loosened and the inner stylet was pushed up to release the suprarenal stent. At this point the graft and introducer seemed to bow into the aneurysm and the surgeon commented that there was significant pressure coming back. The position of the wire was checked and verified to be ok and still with significant pressure the top cap was released. The patient did not require additional procedures due to this occurrence. The complainant did not report any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
(B)(4). Difficulty removing top cap is discussed in the IFU. Event evaluation: still under investigation.